Manufacturer narrative:
Batch history review : the manufacturing file was reviewed. It is compliant with our specifications and no abnormality was detected. No other complaint was reported on this batch of access ports. Investigation: the chamber of the access port and the connection ring were returned for evaluation. They are dimensionally compliant with the specifications. A tensile strength test has been performed on the returned device connected to a catheter from the manufacturer's stock. The disconnection force is conformed to the requirement. The returned device presents no defect. Conclusion: the returned device is compliant with the specification and the catheter disconnection occured only one month after implantation. These two elements allow the thought that the catheter was not properly connected to the access port during the implantation procedure. This is a rare incident. No corrective action is envisaged.

Event description:
"Catheter dislodgment. Incident happed during port flushing with heparin on (B)(6) 2015. Patient complaint pain and swelling around the area of port. No blood reflux. The port was removed and replaced with a new one. The catheter was remained and only the replacement of new port and connection ring. Port works well for now."